Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. During the procedure, it was noted on the transesophageal echocardiography (tee) that there was a mobile thrombus flinging around the sheath. The sheath was aspirated with two 60 cc syringes and the mobile thrombus was still there. The device was removed and deployed on the back table with the thrombus attached. The physician successfully completed the implant with a new device. There were no patient complications.